Manufacturer narrative:
Other, other text: no product was returned for analysis. However, a photograph was obtained with the investigation to reference. Upon review of the photo, embedded particulates displayed on the 3 iso connectors within 0.40 mm maximum acceptance limit per incoming material specification. Based on the evidence, the complaint was confirmed by photograph review. However, the root cause is unknown., corrected data: g7, previously submitted 01-nov-2018

Event description:
It was reported that the 3.5mm iso connector component of the bivona tracheostomy tube had embedded particulates. No death or serious injury was reported in connection with this incident.